Manufacturer narrative:
One stent was received in a specimen cup. The stent was visually inspected and was found to be non-conforming with biological/surgical debris on the proximal end of the stent. The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Because the sample returned could not verify the reported event, sufficient clinical data was not received, and no lot number was identified with this complaint, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. (B)(4).

Event description:
A customer reported a micro-filtration device was removed during a secondary procedure. After implant the patient's intraocular pressure (iop) went up beyond target on mtmt, therefore the surgeon wanted to do a gatt. The device appeared to be in good position, however it blocked the surgeon's ability to perform the gatt so the device was removed. Upon removal the shaft was covered in fibrotic membrane. Additional information was requested.